Event description:
It was reported that the patient experienced a pericardial effusion due to a perforation from this right ventricular (rv) lead. The physician decided to explant and replace the lead. No additional adverse patient effects were reported.